Event description:
The AED flashing red light. No patient involvement.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 500p passed ¿out qat¿ from heartsine technologies on the 3rd september 2013. A visual inspection of the device revealed a discolouration on the upper case and also discolouration of the rubber feet on the lower-case assembly. The retuned pad-pak was inserted into the device. The device could not be powered on and a flashing red status indicator was observed. This confirms the reported fault. The device was disassembled to investigate. After further investigation it was found that the reported fault could be attributed a depleted pad-pak due to suspected storage outside of the indicated conditions. Throughout the investigation, the device did not switch on automatically even when under stress of elevated temperature. No measurable fault was identified on the membrane or components that would have resulted in this issue. However, dirt was observed on the returned pad-pak, discolouration around the speaker housing and corrosion on the membrane tail. These factors would indicate the device had been stored outside of the indicated conditions, which may have contributed to the fault, despite being unable to replicate this during the investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
The AED flashing red light. No patient involvement.